Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Three of the set screws sheared off while being put in the screw. The surgeon removed the screw tightening the tulip had a defect. He inserted a new screw pf larger diameter and it worked perfectly. The screw was removed from c5. The construct was posterior c2-ti.

Manufacturer narrative:
(B)(4). Visual examination of the inner screws (product #: 1883-41-200) revealed that the threads were torn off on one face of the inner screw (screw 1); threads appear damaged near the bottom of the inner screw (screw 2) and minor wear on the screw 3. DHR review identified no issues during the manufacturing and release of these devices that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The threads of the inner screws may have been torn by inadvertently cross-threading them during insertion and subsequent attempts to tighten the screws, placing enough force on the threads to tear them off on one side before building up stresses again on the next rotation. As there has been no issue identified in the manufacturing or release of these devices that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.